Event description:
A heated humidifier being used with a bi-level positive airway pressure (bipap) device allegedly failed during use, resulting in a loss of heated humidification (of the bipap therapy) and a thermal void in the humidifier's housing. No pt harm or injury occurred. The bipap device in use at the time of the event was not affected and is not believed to have caused or contributed to the reported problem. The heated humidifier device identified in this report has not yet been returned for eval. A f/u report will be submitted when the device has been evaluated and our investigation is complete.